Manufacturer narrative:
H6: neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. This regulatory report is being submitted due to retrospective review through CAPA 624392. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient via a medtronic representative regarding a patient previously implanted with screws in a fusion. It was reported that the patient has previously had spinal fusion at l2¿s1 on (B)(6) 2018. They removed the original hardware on (B)(6) 2021, but the fusion had taken hold and there were loose screws at s1. A new construct was placed at l2¿l3 with interbody cage which failed very quickly. This was removed on (B)(6) 2022 as the cage had moved 9mm and the screws had loosened so much that they could be pulled out of the bone. A new construct was placed at l2¿l5 and monthly monitoring took place to see if fusion was taking hold, but the screws were loosening again. CT scan on (B)(6) 2022 shows that the screws were loosening with a broken screw at l4. The patient had deep pain in the lower back, an itchy back, and discomfort. Ever since the surgeries, the patient's face gets red when shaving his face. The patient is weakened, is having issues with incontinence, and swelling in affected areas. No further complications were reported/ anticipated.